Event description:
Customer reported that tandem mobi cartridge alarm was triggered. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove the cartridge and administer a 9-unit bolus, which was successfully completed. The customer successfully reloaded the cartridge and resumed insulin therapy, thereby resolving the issue.